Event description:
Pt reported 3 days after injection with juvederm to "try and get rid of a line in between the eyebrows" they "woke up with a swollen face, eyes, and something unexplainable happening to [their] forehead". Pt contacted the injecting physician who recommended the pt go to the "emergency room". Pt spent several hours in the ER and "following a steroid and antibiotic injection" sent home with "two prescriptions for more antibiotics". Pt stated it looked like my forehead burst", there was "a bump, rash, and welt and it opened up". The area involved a "2 inches whole on the forehead. It goes from the bottom of bridge of the nose into the hairline, and it's about 3 to 3.5 inches wide there. The part that opened up was 2 inches tall, and 1.5 inches wide". Pt sought assessment from a dermatologist who told them that the "injection was near a vein or artery" and prescribed a topical "medicine that's used for heart pts", "a steroid shot and two antibiotics". Pt indicated the area looks "much better" although symptoms have not fully resolved.

Manufacturer narrative:
(B)(4). Pt did not permit follow up with the injecting and/or treating healthcare professional; info such as the lot number is not available. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.